Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The morning after they inserted the split stream catheter, they found that the venus extension adapter had come off the catheter and dropped, and they installed a new extension adapter. At a later date, the catheter was removed. No visual abnormality was found in the returned extension metal cannula or the barb. In addition, no abnormalities in appearance were found in the compression ring and collar.

Manufacturer narrative:
The venous adapter, compression ring, and collar were returned for evaluation. Relative dimensions taken show each component is within specification. The device was forwarded to medcomp engineering for further review. Their investigation determined the device was most likely not properly assembled in the field. The root cause is determined to be user error. The assembly instructions contained in the instructions for use (IFU) states, "slide adapter part (a) toward end of catheter lumen/adapter assembly (c) and twist adapter together firmly. A gentle tug will assure proper assembly." The IFU also contains the following cautions regarding adapter assembly: caution: compression ring must be fully seated. Caution: assembly threads must be fully engaged. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.